Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital after receiving appropriate atp therapies due to vt episodes. Upon device interrogation, non-sustained rv oversensing episodes were observed due to noise, and intermittent loss of capture was also observed. The lead was capped and replaced on (B)(6) 2016. The asymptomatic patient was stable post procedure.